Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged failed battery alarms, blank display, and cosmetic damage at the battery compartment(crack). Allegation to high bg noted. Device successfully downloaded traces and history files using thus. Pump passed sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, self test and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery test alerts noted during testing or when inserting a new battery. Device was monitored and no blank display noted. However, pump error 54(line number 1421 file number 32122) critical handling alarms confirmed in the pump history/trace files on (B)(6)2021 at 1:59pm. ¿pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked battery tube threads, and cracked case on the battery tube side. Cosmetic damage was confirmed where cracked battery tube threads and cracked case on the battery tube side was noted. Allegation for failed battery test alerts and blank display not confirmed during testing or in the power management graph. However, pump error 54(line number 1421 file number 32122) critical handling alarms confirmed in the pump history/trace files on (B)(6) 2021 at 1:59pm due to a software anomaly. Unable to verify customer alleged for high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was trying to calibrate and insulin pump was blank and it had medtronic logo for a minute error. Customer reported insulin pump had battery failed alarm and there was crack at battery compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.